Event description:
Pt was revised to address loosening. Medical records were received from broadspire. In addition to the reported loosening, it was also noted that there were cysts and some type of debris present in the capsule.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.